Event description:
Caller reported malfunction on pump, but no notable events occurred prior to malfunction and there was no adverse impact to customer¿s blood glucose level. Customer was unfamiliar with resetting the pump for the malfunction, so technical support provided reset information and assisted with resetting the pump. After reset, malfunction code did not recur and customer was advised to continue using pump.